Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to coma with blood glucose of unknown. The customer does not allege the insulin pump she herself raised the basal rates by mistake. Customers two sensors failed. The customer was wearing the insulin pump during the hospitalization. The device is not expected to be returned for analysis.